Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the staff noticed error c-38 on the integrated electrosurgical unit (iesu) again. As a result, as a result, both the surgeon and staff expressed discomfort with using the system and requested that a field service engineer (fse) service the system before proceeding with additional cases. The procedure was completed as planned, and no patient injury was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and replicated. A significant number of c-38, m-11, m-18, and c-30 errors logged on (B)(6) 2025 were identified in the system logs. Additionally, a u-04 error was recorded on (B)(6) 2025. During the failure analysis process, the reported issues were able to be replicated. Initial testing of the unit on the system did not generate any errors, and all operations were completed successfully. However, following the system error review, the unit was subjected to a secondary startup at the workstation, at which time a c-34 error was generated on startup. The iesu logs from (B)(6) 2025 also showed m-11 and c-00 errors, which corroborate the customer report and artemis findings. The observed c-34 fault is of a matching type to the previously logged c-30 and c-38 errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to internal current and voltage issues, resulted from an electrical component failure in the generator. This issue can be resolved by replacing the generator.